Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, it was reported that there was early degeneration of the bioprosthetic mitral valve. The reported event cannot be confirmed since the device remains implanted and cannot be evaluated. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned that this patient with a 7300tfx 29 mm valve, implanted approximately for two (2) years and 11 months, underwent a valve-in-valve procedure due to severe mitral stenosis. It was noted that there was early mitral valve degeneration. A tmvr was performed with a 9600tfx 29 mm valve with optimal outcomes. Post-deployment tee demonstrated normal leaflet motion and trivial perivalvular regurgitation, normal transmitral gradients and normal gradients were seen across the left ventricular outflow tract. There was no evidence of left ventricular outflow tract obstruction. The patient tolerated the procedure well and was taken to the cvicu in stable condition. She did have acute post-operative pulmonary insufficiency after her surgery and required diuresis to wean off of oxygen. The patient was discharged home on pod #3 with a follow-up appointment made.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additional information has been requested from the healthcare provider. Unfortunately, the root cause of this event cannot be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
It was reported that this patient with a bioprosthetic mitral valve, implanted approximately for two (2) years and 11 months, underwent a valve-in-valve procedure due to stenosis and regurgitation. A tmvr was performed with an edwards transcatheter valve with optimal outcomes.